Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/flush drive support disk. Motor passed motor test. Unable to verify a35 alarms due to motor error alarms. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during priming. The customer's mother did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 178 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.